Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reet1480 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported that when the customer used the micro introducer it broke and there was a bit of it left on the catheter. The took the part away with a scalpel.